Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("severe bleeding, abnormal bleeding (general)") in an adult female patient who had essure (batch no. A85501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. Previously administered products included for an unreported indication: birth control pill from 2000 to 2013. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal): uti"), headache ("headaches") and migraine ("migraine"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), loss of personal independence in daily activities ("significant difficulty completing daily tasks and raising her three children"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with oral contraceptive nos and surgery (full hysterectomy, salpingectomy (bilateral removal of fallopian tubes)with removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, loss of personal independence in daily activities and menorrhagia outcome was unknown, the vaginal haemorrhage, headache and migraine had resolved and the urinary tract infection was resolving. The reporter considered genital haemorrhage, headache, loss of personal independence in daily activities, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-apr-2019: pfs received: lot number, reporter information, patient demographics added, product indication, onset date and removal date updated, historical drug, new events vaginal haemorrhage, menorrhagia, urinary tract infection, headache and migraine added. Outcome for the events vaginal haemorrhage and headache, migraine, updated to recovered / resolved and for event urinary tract infection updated to recovering / resolving. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("severe bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and loss of personal independence in daily activities ("significant difficulty completing daily tasks and raising her three children"). The patient was treated with surgery (full hysterectomy with removal of essure). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and loss of personal independence in daily activities outcome was unknown. The reporter considered genital haemorrhage, loss of personal independence in daily activities and pelvic pain to be related to essure. Diagnostic results: hsg test done. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.